Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer reverted to an alternate pump for insulin therapy.